Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed available device data via the latitude remote patient monitoring system and confirmed there has been a gradual increase in shock impedance, with measurements greater than 125 ohms being recorded over the last year. Additionally, ts noticed noise on the rv channel. Given these findings, in-office lead troubleshooting was recommended to evaluate for potential lead impairment. It was noted that the patient is already scheduled to undergo an implantable cardioverter defibrillator (ICD) changeout procedure in a couple of weeks, and the physician would like to determine beforehand if rv lead replacement is also indicated. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed available device data via the latitude remote patient monitoring system and confirmed there has been a gradual increase in shock impedance, with measurements greater than 125 ohms being recorded over the last year. Additionally, ts noticed noise on the rv channel. Given these findings, in-office lead troubleshooting was recommended to evaluate for potential lead impairment. It was noted that the patient is already scheduled to undergo an implantable cardioverter defibrillator (ICD) changeout procedure in a couple of weeks, and the physician would like to determine beforehand if rv lead replacement is also indicated. No adverse patient effects were reported. Additional information received indicates this patient was referred to cardiac surgery for a future lead replacement. The ICD will likely also be changed out as part of a system upgrade. There is no indication this has yet been done. Should additional follow-up information be received in the future, a supplemental report will be issued.